Manufacturer narrative:
(B)(4). Further information regarding the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.

Event description:
It was reported that the ventilator failed the pressure transducer test during pre-use check. There was no patient involvement. (B)(4).

Manufacturer narrative:
(B)(6) 2016 11:57 am (gmt-5:00) added by (B)(6) ((B)(4)): investigation on-site has been performed by our field service engineer (fse). Troubleshooting revealed that the unit had a leakage, and cleaning the expiratory tube and pressure transducer was reported to be the corrective action. No parts were replaced. The ventilator logs were downloaded. Evaluation of the ventilator logs confirmed that pre-use checks tests were failing the internal leakage sub-test and the pressure transducer sub-test. Both tests failed since the pressure during testing was too low due to the leakage. A leakage will be detected during the pre-use checks. During ventilation, a small leakage will not affect ventilation but, if the leakage is great it might lead to stoppage of ventilation. The root cause for why the leakage had occurred has not been determined from this investigation.

Event description:
(B)(6) 2016 11:48 am (gmt-5:00) added by (B)(6) ((B)(4)): (B)(4).